Event description:
Information regarding the device notes that the patient was seen for pocket revision due to complaints of pocket pain. Immedi ately after the procedure, interrogation of the device revealed dashes (---) for most parameters. Attempts to re- program the device were unsuccessful. It was noted that during the procedure, electrocautery was used and the tip of the pro be may have touched the pulse generator. The micro- processor was restarted and the device functions normally.